Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 249 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit passed displacement test and self-test. Formatted history file confirmed pump error alarms noted due to hardware error. Unit was received with minor scratched lcd window, cracked keypad at select button, cracked case(battery tube) and cracked retainer. No pump error noted during testing.